Event description:
It was reported the insulin pump alarmed button error. Customer's blood glucose was 64 mg/dl. Customer's mother reported sweat most likely, as a significant event that may have caused the device to alarm. Customer's mother was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a button error due to moisture damage on keypad traces. No moisture damage was noted on the electronics. The insulin pump had minor scratches on the display window, cracked battery tube threads, and a cracked reservoir tube lip.